Event description:
It was reported that during a cori assisted tka surgery while adjusting the positioning of the tibia cut guide in the "tibia cut selection" screen, the screen froze. They had already switched from bur all to twin peg cut guide and had adjusted the position slightly. They was rotating the cut guide around the medial side when it froze. They were no longer able to press any buttons on the screen. They tried to hit the power button on the upper left-hand corner but that did not work. They could not go backwards or forwards. They proceeded to switched the console off, waited a few seconds, and turned it back on and were able to get back into the case. They also were able to moved the twin peg guide into the appropriate position on the screen, and continue with the case as normal. The procedure was completed, with a delay of less than 30 minutes, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, (B)(6) used for was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation, however, none of the files were applicable to the submitted occurrence date, 08-jul-2021. Therefore, log/case file assessments related to the reported complaint could not be performed, and the reported problem could not be confirmed. A software issue is a possible contributing factor for the system freezing when in the ¿tibia cut selection¿ screen. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.